Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit and software were replaced. The unit was returned to service.

Event description:
The hospital reported that the unit alarmed 'manifold pressure sensor failure', this alarm would result in a loss of mechanical ventilation. There was no report of patient involvement.